Event description:
One patient sample with discrepant creatinine results. Initial result on (B)(6) 2007 was 109.5 mg/l. The same sample was repeated three times and gave results of 80, 73.3, and 73mg/dl. On (B)(6) 2007, a new sample from the same patient was tested and gave a creatinine result of 7 mg/l. The sample from (B)(6) 2007 was repeated again on (B)(6) and gave result of 24 mg/l. The laboratory also had a different sample from the same patient, also drawn on (B)(6) 2007 which gave a result of 8 mg/l. If additional information is received, appropriate notification will be provided.